Event description:
It was reported by a healthcare professional that the patient struggled recently with the adhesive on her pods and an infection at the pod site. The patient's blood glucose values were not provided. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.